Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo_12.6 implantable collamer lens, of diopter -8.5, into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a same model but longer length lens due to low vault without rotation. This resolved the problem. Status of the eye was reported as "ok". The cause of the event is reported as unknown.